Manufacturer narrative:
(B)(4) method: the returned complaint chamber was visually inspected. Results: the visual inspection revealed that the chamber dome was deformed and the material of the dome was no longer transparent. No occlusion was found within the chamber. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it is likely that the use of the chamber outside the intended use with an operating pressure above 8kpa has caused the chamber to lose form. Without the other equipments involved in the setup, we are unable to determine the root cause. However, it is possible that if there was an occlusion within the setup this would lead to an increase in pressure, causing the chamber to "inflate and lose form" as observed by the customer. All chambers are pressure tested before leaving the production line. Any that fail these tests are discarded. Our user instructions which accompany the mr290 state the following: "maximum operating pressure: 8kpa" "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." No further information has been provided with regard to the breathing circuit used or the amount of condensate. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. The hospital has further reported that there was no patient consequence.

Event description:
A hospital reported via our distributor that an mr290 autofeed humidification chamber "inflated and lost form" during use for 7 days with an mr850 respiratory humidifier and a ventilator. The hospital further reported that there was condensation in the respiratory circuit. No patient consequence was reported.